Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿avoid using the video system center in a dusty environment. This may damage the video system center.¿ based on the results of the investigation, the e300 communication error with the scope or light guide was caused by dust build up on the scope detect sensor. This conclusion was confirmed when the issue was resolved by disassembling, cleaning, and reassembling the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the device presented error in the entrance of the light guide, without recognition in the front panel (error e300), after disassembly, cleaning and assembly of the equipment the recognition in the front panel returned to the standard operation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus video system center equipment would not recognize the tubes. There was no patient harm or consequence reported as a result of this event.